Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with screw on (B)(6) 2010. During a follow-up visit to review the patient's fracture on (B)(6) 2010, the surgeon noted that the screw was broken. Patient was returned to the operating room on (B)(6) 2010 for removal of broken screw and revise with a new screw. In the initial surgery, there wasn't an arthrodesis consolidation but after replacing the screw, the patient had improved and his condition is satisfactory.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes (B)(4). Report received indicates the performed investigation could not detect any material faults. The present pedicle screw was fatigued by cyclic overloading.(B)(4): placeholder.